Event description:
An initial report of hospitalization was received by united therapeutics drug safety on 30-apr-2025 and forwarded to millyard advanced medical products, llc on 01-may-2025. On (B)(6) 2025, the patient reported that she was transitioned from another manufacturer's pump to remunity today, but her pumps alarmed for pump failure. The elderly patient lives alone and has no one to assist. A clinician attempted to help troubleshoot by phone, but the patient stated that she was done and does not know what to do. The patient was advised to go to the ER. No adverse side effects were reported. On (B)(6) 2025, a doctor reported that the patient was in the ER with the pump alarming pump failure, and that her pump and remote batteries were not charged. The patient did not bring her backup pump or batteries, so the doctor was considering placing the patient on IV remodulin. No components or further information related to the reported event have been made available to millyard advanced medical products, llc for further evaluation. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.

Event description:
An initial MDR regarding this case was filed 23-may-2025 (report number 3016798778-2025-00061). Additional information was received by millyard advanced medical products, llc by way of a completed technical investigation into recently received materials that were in use by the patient during the referenced event. Logs from remote (B)(6) (paired with pump (B)(6) show that pump failure, remote battery low attention, and pump battery low attention alarms were generated beginning on the date of the complaint. The remote battery low attention and pump battery low attention alarms are attributed to powering on with undercharged batteries, which is expected behavior under these conditions. Pump (B)(6) was not returned, so the cause of the pump failure alarms could not be determined. Logs from remote (B)(6) (paired with pump (B)(6) show that a pump battery low attention alarm was generated. The alarm is attributed to powering on with an undercharged battery, which is expected behavior under these conditions. The cause of the battery low attention alarms in both systems could not be determined. Two battery chargers were returned and operated as expected during investigation. The battery low attention alarms are attributed to use error. No pumps were returned, so the cause of the pump failure alarms could not be determined. The returned materials from both systems met specifications and functioned as expected during investigation.